Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh and bso due to chronic pelvic pain with recurrent ovarian cysts and endometriosis, dysmenorrhea, sui and dyspareunia. It was reported that following insertion the patient experienced urinary problems, injury to bladder wall on left side of the bladder without full perforation. It was reported that patient underwent post-implant procedure, cystourethroscopy on (B)(6) 2006 reason for surgery incomplete bladder emptying and urge incontinence. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.